Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting and opted to wait for a follow-up as already requested in another case. The customer plans to change supplies as necessary and will follow up if the issue recurs.